Event description:
The patient underwent a custom total femoral replacement implant procedure on (B)(6) 2014. The surgeon is now reporting that "the patient's knee feels unstable." He is also reporting the patint's recent x-rays confirm that the implant "axle has backed out." A revision procedure to replace the circlip and axle was tentatively scheduled for (B)(6) 2014.

Manufacturer narrative:
Patient x-ray images confirmed the complaint. A revision procedure was performed with no reported complications, with a new circlip being placed. As the explanted circlip was discarded by the hospital no further information is available. No root cause could be determined, although a detached circlip is typically the result of an insertion issue at the time of implant. This complaint is being closed, and tracked and trended. Prosthesis, hip, semi-constrained corrected to limb salvage system. Expiration date corrected from 10/11/2015 to 10/11/2014.

Event description:
The patient underwent a custom total femoral replacement implant procedure on (B)(6) 2014. The surgeon is now reporting that "the patient's knee feels unstable." He is also reporting the patient's recent x-rays confirm that the implant "axle has backed out." A revision procedure to replace the circlip and axle was tentatively scheduled for (B)(6) 2014. This is a supplemental report to 3004105610-2014-00117 ((B)(4)).

Manufacturer narrative:
A review of the patient's x-rays confirms the reported complaint. The device history records were reviewed and no non-conformances were identified. The complaint investigation is ongoing; a supplemental report will be provided when further information is available. Please note that the custom distal femur replacement implant is similar to the mets modular total femur implant (k121055).